Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy procedure which started at 10:00, the devices worked fine in the beginning. However, around 13:00, a piece of plastic was found left inside the patient's cavity. The piece was removed. New handpiece was opened just in case. The removed handpiece was checked post procedure, but it could not be confirmed if the insulation was damaged or not. Patient has no injury.

Manufacturer narrative:
Correction:evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The device was activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The device was disassembled after testing to check for any damages to the internal component and none were found. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.